Event description:
It was reported that the bd¿ insulin syringe experienced plunger breakage during use, and difficulty moving the plunger.

Manufacturer narrative:
Investigation: customer returned (1) loose 1cc, 8mm syringe. Customer states that the plunger has been difficult to move when drawing insulin into syringe and that some needles have been dull during injection. The returned syringe exhibited a broken plunger rod. Since the plunger rod was broken, it cannot be determined if the plunge rod is difficult to move. The sample was tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). The point exhibited proper geometry, the od was measured as 0.0101¿, and sufficient lube was observed. A review of the device history record was completed for batch # 8155690. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Investigation summary: severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod difficult to move and needle dull on lot # 8155690. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8155690. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd¿ insulin syringe experienced plunger breakage during use, and difficulty moving the plunger.